Event description:
It was reported that during routine check cs300 intra-aortic balloon pump (iabp) had the machine on /off switch not responding . Unable to switch off the machine. There was no patient involvement. No one was harmed onsite.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, g1, g3, g6, h2, h3, h6 (component code, investigation findings , investigation conclusion, type of investigation), h11. A getinge field service engineer (fse) checked and suspected power supply board faulty. Power supply board needed for testing purpose. Replaced the power supply from customer stock. Unit found working satisfactory. The machine handed over to end user with good working condition.

Event description:
Na.